Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.

Event description:
Caller reported the insulin cartridge is leaky. Caller stated all of the insulin spilled out of the cartridge into the cartridge compartment. Caller reported patient experienced a blood glucose reading of hi; was able to self-treat. No adverse event reported. Customer no longer has used cartridge; will send unused cartridges from the same lot. Requested return of the alleged cartridge for evaluation.